Event description:
Spontaneous report from pt who stated she's having issues with her pump and needs a replacement. Pt reports that their freedom pump was infusing too slowly and having trouble with hizentra infusion. Unknown if pt missed dose or had an adverse event. Unknown if pt has defective device for return. Indication: other common variable immunodeficiencies; other immunodeficiencies with predominantly antibody defects; immunodeficiency with predominantly antibody defects, unspecified. Reported to (B)(6) by pt/caregiver.